Event description:
As reported by hospital, the patient had a port implanted on (B)(6) 2009. On (B)(6) 2010, the port was removed. The catheter had broken "within the locking collar" and had migrated into the heart. This was confirmed via chest x-ray. A cardiologist successfully removed the fractured catheter without additional complications to the patient. The port was returned for evaluation, but the catheter was discarded by the hospital.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. Although the fractured catheter was discarded by the hospital, the port has been returned to navilyst medical for evaluation. This evaluation is underway and has not yet been completed. Upon completion of the investigation, a follow-up medwatch will be submitted. (B)(4).